Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were upgraded and the latest version of the operational software was installed. The unit passed all testing and operated within the manufactures specifications.

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to the PMA / 510k #. Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I, two backlight inverter pcbs and two backlight cable assemblies were returned for failure investigation. The backlight inverter pcbs and the backlight cable assemblies were visually inspected and functionally tested with no anomalies or product deficiencies observed. The gui pcb was visually inspected and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The fault was isolated to a component (vga controller u63) on the xena I pcb. A corrective and preventive action was initiated to investigate the prior generation of the gui pcb (xena I). The current gui pcb (xena ii) was released in (B)(6) 2011. There have been no confirmed failures of the current gui (xena ii) pcb to date. If information is provided in the future, a supplemental report will be issued.